Event description:
The customer reported that there was a flash and then the fiber became end firing. The joule count at the time of this event was unk. The case was completed with another fiber. No pt or end user injury was reported. Add'l details were requested by the MFR and have not been obtained.